Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for high temperature. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The peeling of the air path assembly foam blocked the flow route, and it caused a flow to come out improperly was confirmed and it is assumed to be the cause for the reported event. The device's inlet air path assembly was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for high temperature. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The peeling of the air path assembly foam blocked the flow route, and it caused a flow to come out improperly was confirmed and it is assumed to be the cause for the reported event. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.